Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited multiple atrial mode switch episodes attributed to noise. Additionally, the atrial capture thresholds increased and atrial sensing has been decreasing gradually over time. The patient's condition was reported to be good. The patient will be monitored closely in the next few weeks.

Manufacturer narrative:
(B)(4).